Manufacturer narrative:
The device has been explanted and has been returned to the manufacturer where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the skin flap over the implant was damaged with a purulent discharge, which improved somewhat with antibiotics. Granulated tissue filled the whole bed of the implant. The patient was explanted on (B)(6) 2010.